Event description:
It was reported that a few months after a water vapor therapy procedure, the patient presented with bleeding. The physician performed a cystoscopy and found a clot, he flushed the bladder and noticed the bladder neck looked as if there was a tunnel effect. The physician then resected the tissue that was connecting each side of the bladder neck which opened the urethra and provided more flow. The patient has fully recovered.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a few months after a water vapor therapy procedure, the patient presented with bleeding. The physician performed a cystoscopy and found a clot, he flushed the bladder and noticed the bladder neck looked as if there was a tunnel effect. The physician then resected the tissue that was connecting each side of the bladder neck which opened the urethra and provided more flow. The patient has fully recovered.